Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxg) results for two patients on their e602 analyzer. The customer stated the primary tubes for both patients were centrifuged off site, and then processed in the customer's cobas p612 pre-analytical system. Both patients' initial toxg results were found to be <0.13 ui/ml and were negative. Both the initial results were reported outside the laboratory. The customer stated that in august both patients had follow samples drawn and tested with results that were very positive. The initial samples from both patients were re-tested from aliquots of the primary tubes, and were found to also be very positive. The positive results were considered correct. The patients were not adversely affected by this event. The toxg reagent lot number provided was 111111. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
Additional information has been provided by the customer. The first patient's initial (B)(6) result was 0.130 iu/ml accompanied by a data flag. On (B)(6) 2013, the repeat result was 432.9 iu/ml. The second patient, a female born on (B)(6) 1975, had an initial (B)(6) result of 0.130 iu/ml accompanied by a data flag. On (B)(6) 2013, the repeat result was 425.7 iu/ml. Patients' medical information was updated. Patient one's date of birth was updated.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. The calibration and quality control results were within range.